Event description:
A caller states that the pt tested at 45mg/dl on the hosp device and 193mg/dl on a different hosp device 3 mins later. No treatment was received. No labs were done to confirm eithre result. Qcs were performed prior to testing and fell within acceptable limits. Requested return of suspect device and replacement was sent.